Manufacturer narrative:
Product complaint # (B)(4). The following literature cite has been reviewed: madhvani kr, hampton m, garneti n. The use of a high offset fully coated collarless cementless stem does not result in early failures in total hip arthroplasty. Cureus. 2023 sep 26;15(9):e45982. Doi: 10.7759/cureus.45982. Pmid: 37900522; pmcid: pmc10601348. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: madhvani kr, hampton m, garneti n. The use of a high offset fully coated collarless cementless stem does not result in early failures in total hip arthroplasty. Cureus. 2023 sep 26;15(9):e45982. Doi: 10.7759/cureus.45982. Pmid: 37900522; pmcid: pmc10601348. Objective/methods/study data: the primary aim of this study was to evaluate the early radiographic outcomes of the high offset collarless corail cementless stem. 162 hips were involved in the study. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unk hip femoral stem corail other devices that were used on the patient at the time of the event: unk hip acetabular cup pinnacle adverse event(s) and provided interventions possibly associated with unk hip femoral stem corail (qty 6): mean subsidence of cohort was 1.62mm (qty 1). No intervention noted. Radiolucent lines were noted in 5 hips. No intervention noted.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.